Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 182 mg/dl on the subject meter compared to 65 mg/dl and 56 mg/dl on onetouch ultra and onetouch ultramini, respectively, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.